Event description:
The pill cam did not make it to the cecum as it cut off after 5 hours. The pill cam is supposed to have an 8-hour run time. Full study unable to be performed due to pill cam not functioning as intended. Required invasive procedure to complete study. Capsule ID # (B)(6).